Event description:
The colonovideoscope was returned to olympus for periodic maintenance/asset return however an MDR reportable failure was found during inspection of the device, the forceps cannot be inserted smoothly due to damage on channel tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the forceps cannot be inserted smoothly due to damage on channel tube. Based on the results of the investigation, the probable root cause was component failure, the channel tube was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.